Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection with skin overgrowth at the abutment site. Subsequently, the patient underwent a procedure (date not reported) to excise the excess skin and place a longer abutment.